Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of a -16.50/2.5/057 (sphere/cylinder/axis) became stuck in cartridge or injection system. There was no patient contact. The backup lens was implanted into the patient's left eye (os) and the problem was resolved. The cause of the event is unknown.